Manufacturer narrative:
D10: 00595204014, articular surface, 64458786. 65595201502, femoral component, 64052009. 00597206532, all poly patella, 65270033. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial knee surgery. Subsequently, the patient presented infection and loosening of tibial and femoral components leading to a revision surgery approximately 3 years later. The surgeon removed all components and replaced them with a spacer. No further information has been provided.

Event description:
It was reported a patient underwent an initial knee surgery on an unknown date. Subsequently, the patient presented infection and loosening of tibial and femoral components leading to a revision surgery. The surgeon removed all components and replaced them with a spacer. No further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00595204014, articular surface, unknown lot. 65595201502, femoral component, 64052009. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.